Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the venous probe was broken, and that when turned on, the monitor generated "039", "f0a1", and "color chip failure" error messages. The device was not changed out for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.